Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip (device #1) device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: (B)(6) 2008: the patient underwent repair of multiple abdominal incisional hernia with mesh (6x8 sepramesh (device #1) and 8x12 sepramesh (device #2). The 6x8 sepramesh (device #1) was placed on the right (¿broadly underlayed¿) the 8x12 sepramesh (device #2) was placed in the left. The mesh met in the midline and were fixated with protac. (B)(6) 2009: the patient had a draining sinus in the mid-abdomen which is reported as "grossly infected." Patient underwent excision of infected mesh sepramesh (device #1) and (device #2), bilateral myofascial advancement flaps, placement of biologic mesh (16 x 20cm piece of strattus), enterolysis two and a half to three hours.